Event description:
Advocate alleged her father received a high reading using his contour meter. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation. Replacement test strips and new meter were sent to the customer.

Manufacturer narrative:
Customer contour test strips were returned for evaluation. They read an average of 122mg/dl high out of spec with control solution, and the meter did not automatically mark them as control tests, which would be displayed as blood results when accessing the meter's memory. One of four strips gave a reading that was 2mg/dl high out of spec for blood. Retention reagent gave satisfactory performance.